Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile and experienced breast implant deflation on her left side. The patient underwent bilateral replacement surgery with catalog number 3501650; serial number (B)(6) on the left side, and with catalog number 3501650; serial number (B)(6) on the right side on (B)(6) 2023.

Manufacturer narrative:
On january 23, 2024, the mentor failure analysis lab received the device for evaluation. On january 26, 2024, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 325cc breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior within an area of shell abrasion measuring less than 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 3, 2024, mentor became aware of the following information and corresponding fields have been updated on this form: - patient's age was 73; added under field a2 - patient is caucasian; field a5 has been updated to "not hispanic/latino" - date of implant was (B)(6) 2007; fields d6a have been updated - patient had right side deflation - lot/serial numbers under field d4 have been updated to "(B)(6) respectively a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation manufacturer¿s reference number: (B)(4).